Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump received with partially detached retainer. Test reservoir lock properly inside the reservoir tube. Insulin pump passed displacement test. Pump received with cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. Test reservoir lock properly inside the reservoir tube.

Event description:
Information received by medtronic indicated that the insulin pump had damage on the retainer ring. Customer stated that the pump got cracked on the battery compartment and had a battery failed issue. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.